Event description:
Bio litec sidefiber was introduced into the bladder for laser of the prostate. Before turning the laser on it was noted that the tip of the fiber was missing. The laser was not turned on and the tip was located in the bladder and removed with a grasping forcep. No harm to the patient.